Event description:
Additional information received notes that the patient condition was stable after the procedure.

Event description:
It was reported that during an implant procedure after connecting the atrial lead to the device that there was low pacing impedance on the atrial lead. It was noted that there was portion of the conductor coil twisted. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was not used.